Event description:
It was reported that during pre-check, air was noticed leaking from the anesthesia bag and the air circuit. No patient injury was reported.

Manufacturer narrative:
UDI is unknown. No information provided to date. Premarket (510k) number is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at a distance of 12(?) Under normal lighting to received units, in order to detect any damage on the unit. No discrepancies detected. The sample was tested using leak test, and the sample did not pass. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A random sample of 32 units was taken from the manufacturing process, in order to perform a visual inspection to verify that all components were free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. All the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue, in order to determine the root cause and implement proper corrective actions.